Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented for a routine device check-up, inappropriate auto mode switching episodes were observed. Programming adjustments were suggested. No changes have been completed. The patient will return in-clinic for a follow-up in six months. The patient condition is fine and will be monitored remotely.